Event description:
It was reported that two pts experienced nausea, vomiting, rash after colonoscopy. This is the report for the second pt. The pt experienced difficulty breathing and pruritic rash. He also experienced sweating, cyanosis, coldness of limbs, blood pressure decreased, oxygen saturation decreased which were diagnosed as anaphylactic reaction. The pt was treated with oxygen, stronger minophagen c IV, and polaramine and solu-cortef div. He has had colonoscopy once a year from 2003. He was hospitalized for a follow-up, and discharged from the hospital the next day.

Event description:
Info received indicates the head hi/low function is drifting.

Manufacturer narrative:
Reference: 2084725-2009-00556.

Manufacturer narrative:
This is asp¿s assessment of a complaint from (B) (6). It was reported that two patients, on separate occasions, experienced allergic reactions following a colonoscopy procedure with a scope that was potentially reprocessed using disopa solution (17800). Two complaint files were opened ¿ one for each patient ((B) (4) and (B) (4)). This file is for the patient who experienced difficulty breathing, pruritic rash, sweating, cyanosis, coldness of limbs, decrease in blood pressure, and decrease in oxygen saturation following a routine colonoscopy procedure on (B) (6) 2009. It was reported that his symptoms were diagnosed as an anaphylactic reaction. The patient received treatment and was hospitalized for a day of monitoring. The patient¿s symptoms were in remission following the treatment, and he was discharged from the hospital the next day. There was no indication that the patient went for any additional tests to determine the cause of the allergic reaction. It was reported that this patient has had a colonoscopy once a year since 2003. The facility where the patient had his colonoscopy procedure has a total of four automatic endoscope reprocessors (aer); three endoclens manufactured by amano using disopa solution, and one oer 3 manufactured by olympus using acecide. The facility does not know which reprocessor had processed the scope that was used on the patient. It was reported that glycerin enema solution and a lubricating liquid were concomitant products used during the procedure. It was further reported that the facility had been using disopa for over four years and this was the first report of injury. There was no report of improper cleaning and rinsing of the scope the day of the incident. It was reported that the endoclens units were checked following the event and no problems were found. No new cases of patient allergic reactions have been reported by this facility following these two separate events. The lot number of the disopa solution was unknown and no product was returned for evaluation. Disopa solution is manufactured in (B) (4) and sold exclusively in (B) (6). Disopa is similar to cidex opa solution sold in the united states. A review of the complaint history over the past 12 months ((B) (6) 2009 to (B) (6) 2010) for cidex opa solution (which includes disopa solution) with the problem code of ¿hrp ¿ anaphylactic reaction¿ revealed six complaints for the year. A spike outside the upper control limit in (B) (6) 2009 was due to two reported complaints for the month. The cidex opa failure mode effects analysis (fmea) score for patient anaphylaxis indicates a score above 100. The cidex opa system hazard user misuse analysis (shuma) score puts this into risk category ii: risk is as low as reasonably practicable (alarp). A health hazard evaluation (hhe) was performed resulting in a hazard/risk index of 5, with the recommendation to open a corrective and preventive action (CAPA) was raised to thoroughly investigate complaints of patient allergic reactions associated with the use of instruments disinfected in cidex opa solution. Through CAPA, it was determined that majority of these serious allergic reaction complaints are a result of inadequate rinsing of the devices, and/or failure to follow the instructions for use. For this particular complaint, the information furnished to asp did not allow us to definitively confirm whether disopa was involved in, or had contributed to, this reported event. There was no confirmation that the unit with the disopa solution was used to process the scope that was used on the patient. Other concomitant products also had not been ruled out. Furthermore, there was no indication that disopa was used improperly, or that there was any malfunction of the aer, therefore the root cause of the reported event cannot be confirmed.